Event description:
It was reported that the patient experienced pain at the implantable neurostimulator (ins) pocket site when she sat or lied down. The patient's physician believed the ins was malfunctioning and turned the ins off. The pain then went away and the patient wanted the ins turned back on. It was noted that the patient has arthritis and believed that may have been causing the pain because she felt the pain when it rained or was cold outside. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v452170, implanted: (B)(6) 2010, explanted: na, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.(B)(4).